Manufacturer narrative:
One cadd solis hpca pump was returned for analysis with a damaged lens and no battery cover. The accuracy test was performed to test the device. The reported issue was not confirmed. The device passed the accuracy testing.

Event description:
Information was received indicating that a smiths cadd solis hpca ambulatory infusion pump was pumping too much medication. There was no reported injury or adverse events.